Manufacturer narrative:
MFR ref (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 341 alarm which was not reproduced. The alarm was confirmed during a review of the event history log. Evaluation found the device to function as designed. No further corrective action is needed.

Event description:
It was reported that a spectrum pump displayed system error 341 during therapy in the aspen 2 care area (medication, programmed amount and delivery rate unknown) . It was also reported that there was no patient injury.